Manufacturer narrative:
The tsh specimens are collected in glass terumo venosafe serum tubes. All three levels of tsh qc have been within the customer's established ranges for the past 30 days. A routine system check performed on (B)(6) 2009 was within instrument specifications. There were no event log errors posted at the time of the event. A field service engineer was dispatched: based on available information, no issues have been found by the fse and the analyzer is noted to be "running well". The samples were tested by the customer product line support (cpls) and results obtained were in the range of 0.02-0.03uiu/ml . A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.

Event description:
Customer obtained two erroneously normal thyroid stimulating hormone (tsh) results for one patient. A patient sample tested for tsh on 08/05/08 gave a result of 0.94uiu/ml. A second specimen collected from this patient on (B)(6) 2008 gave a result of 0.80uiu/ml. Both samples were thawed on (B)(6) 2009 and then re-tested for tsh, and results were 0.01uiu/ml (below the normal range). The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.